Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 126 ohms. Technical services consultant reviewed data and found no clear evidence of lead impairment, and believe the cause of the oor episode may have been due to electromagnetic interference (emi). Lead integrity testing was recommended, and to have a discussion with the patient regarding potential emi factors. This patient is being monitored closely with the home monitoring system, and will be seen in the office in the near future.